Manufacturer narrative:
The reported event was addressed with phone support. No site visit was conducted. The staff reseated the sterile adapter, and the issue was resolved. The system was working properly and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) has not received a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, when the customer moved the instrument installed in the universal surgical manipulator 4 (usm4), the instrument went down. The customer swapped to a backup instrument, but there was no change. The technical support engineer (tse) recommended that the customer reseat the sterile adapter. After the customer reseated the sterile adapter, the issue was resolved, and the customer proceeded with the surgical procedure. The procedure was completing as planned with no reported injury.